Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream error and needs calibration. There was unknown patient involvement.

Manufacturer narrative:
D9 date returned to mfg: 9/13/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a torn downstream occlusion (dso) seal. The pump ehl showed downstream occlusion errors. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative calibrated the dso sensor, updated software, and replaced the dso seal. The pump passed all functional tests and performed as intended after repair.